Event description:
It was reported the patient either felt no stimulation or ¿very hard¿ stimulation. It was noted the stimulation did not have a ¿soft start.¿ it was reported the issue started the day of the call. It was reported the patient had to recharge every two to three days; the patient was used to charging once a week. It was noted the patient was scheduled for a reprogramming appointment on 2014-07-18. It was reported the patient had less than fifty percent pain relief. It was noted the stimulation was sometimes uncomfortable. It was reported the patient was reprogrammed to improve therapy coverage in left foot and toes while maintaining bilateral hip and left leg coverage. It was noted the patient wanted adaptive stimulation disabled as they preferred to make manual adjustments. It was reported the patient no longer had uncomfortable stimulation or stimulation loss. It was noted no electrodes had out of range impedances. It was reported the patient was able to demonstrate effective charging with full coupling. It was noted the patient was recharging for 2.2 hours every 2.9 days. It was reported the patient was happy and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).